Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old asian female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures, post-procedure. The patient self-diagnosed a weird feeling on the left breast and on (B)(6) 2021, had an MRI. The MRI results suggested left breast implant intracapsular rupture. Pre-operative scan then confirmed bilateral breast implant ruptures. As a result, the patient underwent bilateral removal, without replacement, on an estimated date of (B)(6) 2021. This medwatch form is for the right breast prosthesis. Left breast implant ruptured was reported under mrn: 1645337-2021-04519.